Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6)/(B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had high impedances. The patient a revision procedure wherein the implantable pulse generator and leads were replaced. The patient was doing well postoperatively. All explanted device components were discarded by the facility.